Event description:
Report states pt received a left implant aug 27, 1990. Report also states pt's symptoms were obvious by april, 1994 and she was diagnosed in nov, 1994 with acquired chronic inflammatory demyelinating polyradicular neuropathy and severe sensory motor and autonomic nerve damage. Pt had removal in aug, 1994 or on aug 24, 1996. Reference medwatch 1009777.